Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar curved scissors (mcs) tip cover accessory fell into the patient¿s anatomy, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs tip cover accessory was analyzed and the complaint regarding mcs tip cover accessory was not confirmed by failure analysis. There was no physical damage observed during the visual inspection. The accessory was placed on and removed from an in-house instrument with no issues. The instrument articulated as expected during manual articulation and when driven on the in-house system. The grips opened and closed properly. The accessory was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell into the patient¿s anatomy. The mcs tip cover accessory was retrieved in the same procedure. The customer used a new mcs tip cover accessory to continue with the procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument and mcs tip cover accessory were inspected prior to use with no issue. The mcs tip cover was properly installed on the mcs instrument. No part of the orange surface was visible. The mcs tip cover was not installed beyond the orange surface. The customer used the installation tool. The customer did not use lubricant or reducer prior to the installation. The mcs instrument did not collide with any other instruments during the procedure. The mcs tip cover fell off during mcs instrument attachment/detachment. The mcs tip cover accessory was retrieved. There was no procedure delay.